Event description:
Complaint is reported as: "after a visual inspection, the physician made the installation of the tube, but the balloon seems to be leaky. The teeth were perfect and not sharp". The pt condition is reported as fine.

Manufacturer narrative:
Investigation report is incomplete at the time of this report. A follow-up report will be submitted when investigation is complete.